Manufacturer narrative:
One device was returned for analysis. There was no evidence to review in the device's event history log. A functional test was performed and the reported issue was duplicated. The cause of the reported issue was due to the downstream occlusion sensor. As a result, the downstream occlusion sensor was replaced. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that the cassette detector did not work. There was no patient involvement and no patient harm/adverse event was reported.